Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was delivering insulin without him being aware of it, and the device was not functioning properly. The customer stated that he had experienced a low blood glucose episode three days ago. The customer stated that his blood glucose had dropped as low s 36mg/dl, but his glucose reading was 104mg/dl at time of call. Advised the customer to discontinue use of the remaining infusion set of lot 8. Troubleshooting was performed. All the programming on the insulin pump was correct. Reviewed the status screen and found that there was less insulin in the reservoir than what the status screen indicated. Ran a displacement test and the device passed the test. No further information was provided.